Event description:
It was reported the actual volume was greater than the expected residual volume. It was noted at the patient's refill on (B)(6) 2015 the healthcare provider (hcp) got back 50% more than expected. A dye study was scheduled for (B)(6) 2015 and it was unknown if the logs had been checked yet. The pump was being used to deliver dilaudid. Further information was not provided such as patient symptoms, cause of the volume discrepancy, specific volumes, results of the dye study, interventions or other actions taken to resolve the event, and patient outcome. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6)2015, product type: catheter. (B)(4).